Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was described as touch contamination. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal injection vancomycin (1g once every four days; for 14 days) and intraperitoneal injection amikacin (125 mg twice daily; for 14 days) for peritonitis. Dianeal and extraneal remained ongoing until six days after the event onset. Then the patient¿s pd therapy was discontinued and the patient was switched to hemodialysis. Seven days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.